Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of approximately 35mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.